Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. It is unknown when index surgery was performed nor if patient complied with post-operative recommendations. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Caution "...failure to final-tighten the lock screws with the counter-torque and torque t-handle may result in rod not being able to normalize to the tulip. All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through rack compressor distractor or other instruments in the set..."

Event description:
Patient underwent posterior spinal fusion at t10-s2ai levels (date unknown). On (B)(6) 2017, a revision procedure was performed to replace separated set screw at s2ai level. No patient injury was reported.